Event description:
It was reported that the patient with this right atrial lead experienced a syncope episode. Analysis of the device revealed high paclng thresholds. The device was reprogrammed and replacement of the system was advised. Three days later this lead was explanted and replaced. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).